Event description:
Chest pain and leg cramps went to the ER. I was told it was inflammation of the chest walls and to take an anti-inflammatory. In (B)(6) I started getting side pains and it persisted for over a year with no results of reasoning. I have hair loss, chronic joint pain, fatigue, muscle weakness, liver pain, ibs, migraines, irregular hormones and all have happened after getting implants.